Event description:
Spontaneous pt's caregiver reported the device is malfunctioning. It will take up to 5 or 6 times to turn on. No missed dose or adverse event reported; unk if available for return. Unk if md aware. No lot number available. No further info provided. Used to nebulize cayston. Dose / strength / frequency; reconstitute with provided diluent and inhale the contents of 1 vial via pari altera nebulizer 3 times for 28 days on and 28 days off. Reported to (B)(6) by pt/caregiver.